Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited a low lead impedance. The patient experienced syncope. The device was explanted and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.